Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep adjusted the collimator. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system collimator was not within spec. No pt injury was reported.